Event description:
It was reported that the patient had been hospitalized with hyperglycemia (date and length of stay were not provided). Blood glucose level rose to approximately 600 mg/dL while wearing the Pod between 4 and 24 hours. Symptoms reported include Patient noted their body started hurting and they felt super thirsty and their entire right side of body started hurting. Patient also noted some redness and swelling at infusion site as well as some pain and hyperglycemia. The patient was treated with insulin and fluids. When the Pod was removed from the infusion site (Arm), the Pod's cannula was found bent. Further details were not provided.

Manufacturer narrative:
The investigation found no observable bends or kinks in the soft cannula. The pod data shows no observable struggle in the drive mechanism that would indicate bends or occlusion at the time of the event. The form needle was observed under magnification, and no damage or defect was found that would result in skin irritation. Inspection of the bottom housing found no damages or defects that would result in skin irritation. The cause of the reported skin irritation cannot be confirmed. The device was received with a crack running through the top and bottom housing. The investigation of the device and data indicate the housing damage did not impact the function of the device. The cause and timing of the observed housing damage cannot be determined. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 4.0.2Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: G7Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.